Event description:
On (B)(6) 2008, this patient underwent endovascular repair of an iliac artery aneurysm using a contralateral leg component of gore excluder aaa endoprosthesis. The aneurysm was present at the bifurcation of the left external iliac artery and the internal iliac artery (iia). The final angiogram showed no endoleak. On (B)(6) 2008, a follow-up computed tomography showed no endoleak. On unknown date in (B)(6) 2009, the patient expired from the iliac aneurysm rupture during hospitalization in another institution. The cause of the aneurysm rupture is unknown.

Manufacturer narrative:
Results: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Conclusion: the cause of the aneurysm rupture is unknown.